Event description:
It was reported that a patient presented with therapy delivered in incorrect body area due to perforation of the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient condition was stable after the procedure.

Manufacturer narrative:
The reported event was extra cardiac stimulation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.